Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion after a procedure. It was reported that between one and two hours after the procedure, prior to discharge the patient, low pressure was noticed, and it was found that the patient had an effusion. A pericardiocentesis was performed to solve the event. The patient recovered successfully from the event and was discharged next day. The physician said the damage may have occurred while manipulating the catheter to get to the desired position. The device is not expected to return as it was disposed.